Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin over delivery and carelink login assistance. The customer reported blood glucose value of 98 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake and discontinue of insulin system. The event involved product(s) mmt-7333, mmt-7040ma. Mmt-1884, mmt-332a, mmt-399a. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7333, mmt-7040ma. Mmt-1884, mmt-332a, mmt-399a. Was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. Attempt to upload the pump¿s history and trace files using thump was successful. Attempt to upload the patient¿s data using carelink was also successful. The adapt tool confirms that the following delivery and communications related alarms/alerts occurred around the event date: 100=bolus not delivered occurred @ 05/15/25 19:39:33; 780=lost sensor 1 occurred on 05/16/25 @ 03:19:00 & 08:19:00l 781=lost sensor 2 occurred @ 05/14/25 11:55:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of over delivery was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.